Event description:
The following information was received from global pharmacovigilance (gpv) and is a spontaneous report by a consumer in the USA of patient made mistake/touch contamination and peritonitis in a patient coincident with dianeal pd4 ambuflex therapy. During a call with baxter customer service, the following was reported. On an unreported date, the patient made a mistake/touch contamination which resulted in peritonitis on an unknown date. It the patient was not hospitalized for peritonitis. Treatment rendered for the event was not reported. On an unreported date, the patient recovered. The nurse declined to provide any further information.

Manufacturer narrative:
(B)(4). As the date of onset of this peritonitis episode is unknown and patients discard supplies after each therapy, the sample is not available. Should additional information become available, a follow-up report will be submitted. This is report 1 of 4 involved in this event.

Manufacturer narrative:
(B)(4). A batch review was conducted for potentially associated lot number h11j12077. No exceptions were observed that were related to the reported condition. A batch was performed on associated lot number h11i12102. An exception was noted for the batch but does not indicate any issues related to the complaint. This issue is confirmed based on information provided, patient made mistake touch contamination. The label review found the labeling adequate for the use error in this complaint. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. This issue is being investigated through CAPA.